Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they received 9 pieces of gauze in a pack instead of 10.

Manufacturer narrative:
A device history record was completed for the reported lot. There were no manufacturing related issues related to the complaint issued for this lot. A sample size of nine individual sponges without the band were received for review. The possible root cause for the miscount could occur if the bundles were checked after the scale is re-set for new batch numbers or moisture adjustments are not compared to the respective control bundle weight. This can cause inaccuracies with the count of the sponges within the bundle. Corrective actions taken were to issue a quality alert to heighten awareness of a potential miscount during manufacturing. The sensors will be checked to ensure that they are functioning correctly for placement and scale resolution will be confirmed to ensure no changes have been made to previous adjustments.